Event description:
It was reported that the insulin pump alarmed with a failed battery alert and now just turned off. The blood glucose reading was 457 mg/dl, and the customer treated using the insulin pump. Confirmed that the battery did last more than one week, as designed. The customer stated that the rubber ring around the battery cap was loose. It was also reported that the device alarmed no delivery two months prior, which was resolved by a complete set change. Advised the customer to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.